Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear on the balloon, approx 2.5 mm from the balloon proximal tip. A possible cause of the taper to taper tear on the balloon could have been rapid impulsive inflation. If pressure is applied in a rapid impulsive action, this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, resulting in a rupture of the balloon and the failure mode was a taper to taper tear. The review of the lhr (lot f1334812) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined.

Event description:
It was reported that balloon loss of pressure occurred immediately upon pullback between first and second stop. Manual compression was held for 20-30 minutes. A pre procedure femoral angiogram showed "heavy" pvd/calcium in the vicinity of the access site. The pt was hospitalized for reasons unrelated to the mynx device / mynx procedure and unspecified reasons. Vessel size: 5-7 mm.